Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to the outer insulation being damaged at the proximal shaft which appeared to be gouged by the catheter splitter. This brady lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.